Event description:
It was reported that the right atrial (ra) lead showed intermittent undersensing, and the patient reported a shock as shown on the programmer. The ra lead sensitivity was programmed to a fixed value of 0.75 millivolts. Technical services (ts) noted intermittent ra undersensing on rhythmiq events. As of this time, this ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.